Event description:
The reporter declined to provide any additional information about the infection event.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient had the vns generator and lead explanted on (B)(6) 2012 due to an infection.reimplant of a new vns generator and lead is likely in approximately (B)(6) 2012.attempts for further information are in progress.